Manufacturer narrative:
Initial reporter name and address: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified posterior tibial artery. A 2.0mm x 150mm x 150cm coyote balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The device was removed without any problem and a balloon pinhole was noted. The procedure was completed with a different device. There were no patient complications nor injuries reported and the patient was in good condition after the procedure.